Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d.7. Clarification to d.7. Explant surgery has not been confirmed.

Event description:
Patient reported left side rupture. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the identified photos: broken shell, red particles in the shell, and labeled as left side.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.